Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. He explained that he had called earlier and troubleshooting was performed; he was advised that the site was occluded, but he was still receiving no delivery alarms. The customer stated that he had used different insertion areas so there should not be a site issue. Blood glucose value was 176 mg/dl. He declined troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.